Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During interrogation prior to the procedure, the patient's right atrial lead exhibited episodes of lead noise. The issue had been noted in the past by the clinic. The lead was reprogrammed. The patient's implantable cardioverter defibrillator also exhibited episodes of far r-wave over-sensing. The patient's device was also reprogrammed. There were no patient consequences.